Manufacturer narrative:
Internal file number - (B)(4): there was no reported device malfunction and the product was not returned as it remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2012, the patient underwent a coronary stenting procedure, with implantation of a 3.5 x 28 mm xience v stent and a 3.5 x 23 mm xience v stent in the left main coronary/proximal circumflex arteries. On (B)(6) 2017, the patient died. Cause of death was not reported. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to follow-up #1 medwatch report, additional information was provided indicating that the cause of death was from natural causes as a consequence of atherosclerotic heart disease. No additional information was provided.